Event description:
The surgeon reported he has used our knives for a long time. Within the last 1-2 months he has noticed a change. There were six cases with "metallic dust" remaining in the wound track, resulting in delayed wound healing andedema around the wound. The swelling lasts approx three plus weeks. The particles are very fine; he can't irrigate them out. Final pt outcome is unk at this time. Add'l info has been requested. These events are being reported to mfg. Report#s: 2523835-2007-00008. 2523835-2007-00009. 2523835-2007-00010, 2523835-2007-00011, 2523835-2007-00012, 2523835-2007-00013.

Manufacturer narrative:
There were no particles, product, or lot info available for eval. Investigation, including root cause analysis is in progress.